Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with an unknown systemic infection. The implantable cardioverter defibrillator (ICD) and two leads were explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-12058, related manufacturer reference number: 2017865-2020-12060.